Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. The main cart powered off on its own. The manufacturer representative indicated everything was normal on the self-test they day prior when the system was serviced for an unrelated event. A replacement battery and uninterruptible power supply (ups) were sent. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735787, serial/lot #: unknown, product ID: 9735773, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the system checkout was also performed. The failures were an erratic battery and uninterruptable power supply (ups.) The battery and ups were replaced. Analysis of the parts were documented in the first supplemental MDR on this event. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout which were already reported in the first supplemental MDR. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The system was plugged into a known-functioning outlet when power was lost.

Manufacturer narrative:
Additional info: lot numbers updated. Information references the main component of the system. Other relevant device(s) are: product ID: 9735787, lot #: 19380089; product ID: 9735773, lot #: 1939 the uninterruptable power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery was returned to the manufacturer for analysis. The battery was tested with a known-functioning ups. The ups shutdown, as programmed, during testing due to the battery overheating. The voltage measured 53.45v after shutdown. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis of the ups. Fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis of the battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.